Event description:
A third party service agent contacted physio-control to report that their customer's device was unable to power on when pressing the power button. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The third party service agent verified the reported issue; however cause of the reported issue could not be determined. The customer received a replacement device. The device was not returned to physio-control for an evaluation. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that their customer's device was unable to power on when pressing the power button. There was no patient use associated with the reported issue.